Manufacturer narrative:
This report was impacted by emdr scheduled maintenance occurring july 22-27, 2026. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported no complaint against the device. Later patient reported "intracapsular rupture". Later healthcare professional reported "skin lesion" and "multiple mediastinal adenopathies and prominent lymph nodes at axillary level". This record is for the right side. The device remains implanted.